Manufacturer narrative:
The insulin pump had and intermittent button response due to flattened up keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. The keypad connector found close properly during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she thought the battery was not right on the insulin pump. Customer stated that she had changed the battery for the fourth time and the only screen that shows up is the fill cannula. Customer's blood glucose was 420 mg/dl at the time of the incident. Customer treated with a manual injection. Customer stated that none of the buttons are working. Customer stated that the act button does not allow screens to change and the pump did not count up after coming on. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer will contact her health care provider for a back-up plan.